Event description:
It was reported that the patient presented with chest pain 3 to 9 days post-implant. Interrogation revealed poor sensing and failure to capture at high output. A small pericardial effusion was noted via review of echocardiography. The patient underwent lead revision without further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received our CAPA system has found this past-due reportable event.